Event description:
It was reported that during the meniscus repair surgery, the fast fix was found that t2 could not be deployed after t1 was inserted. The ts were removed. No significant delay and a back up was available to complete the procedure with no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 were not returned. Partial cut and frayed suture was returned. The device was visibly damaged. The depth limiter was attached and misshaped from tissue resistance. The needle had been manipulated downward and toward the right. The actuator was found jammed inside the track at the distal rails. There was tissue wedged under the actuator tip. It no longer cycled or actuated due to damage. The condition of the devices indicate probing, flexing and twisting were factors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the devices was confirmed.